Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that test strips were not included with the system. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement test strips were sent to the patient.